Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no similar concerns were found. According to an email from the customer, the sample for this complaint is no longer available. However, due to multiple complaints against this lot for the reported issue, this complaint will be confirmed. Several complaints for this part number have previously been received regarding a cracked hub resulting in leakage, and CAPA 2021-039 was initiated to address this issue. The CAPA is currently in the implementation phase and will evaluate the corrective action implementation for effectiveness to prevent a recurrence of this issue.

Event description:
¿Went into the isolette to suction infant's mouth bedding noted to be wet underneath right arm with PICC line removed pressure dressing to inspect further and noted that the dressing was wet and lifting notified doctor new line attempted on removal of PICC the hub was noted to be cracked and leaking when flushed¿ the harm to the patient would be the trauma of PICC removal, interruption in delivery of fluids and medications, reinsertion of a new PICC or IV and associated risks for infection control.

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
¿Went into the isolette to suction infant's mouth bedding noted to be wet underneath right arm with PICC line removed pressure dressing to inspect further and noted that the dressing was wet and lifting notified doctor new line attempted on removal of PICC the hub was noted to be cracked and leaking when flushed¿ the harm to the patient would be the trauma of PICC removal, interruption in delivery of fluids and medications, reinsertion of a new PICC or IV and associated risks for infection control.